Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 5 seconds, the balloon ruptured. A pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.